Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reporting injecting a patient with 2 syringes of juvéderm voluma® xc in the cheeks and with 2 syringes of juvéderm® ultra plus xc in the nasolabial folds. Three days post injections, the patient experienced ¿induration, redness, tenderness and warmth on the right side of the cheek.¿ the patient was treated with augmentin and doxycycline and reports improvement after 3 days of treatment although condition has not resolved.